Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the alarms on insulin pump were not loud and barely hear them and screen lost brightness. The customer stated that insulin pump had no delivery alarms, rainbow effect on screen, rejected new batteries and grinding rewinding noise. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.